Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735672, h6: the system was serviced in the field by a medtronic representative. A hardware failure was found. The system does not boot up without a complementary metal-oxide semiconductor (cmos) reset. Codes b01, c02, and d02 are applicable. A0902 is applicable for the black screen and a110201 is applicable for the system booted up to a black screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a planned maintenance (pm) the manufacturer representative (rep) found the system booted up to a black screen. The rep reset the complementary metal-oxide semiconductor (cmos) battery and the system booted up as expected. There was no patient involvement.